Manufacturer narrative:
The device was returned to edwards for evaluation. Attempts to retrieve additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported via patient registry that a 21mm aortic valve was explanted and replaced with a 21mm after an implant duration of 2 years, 1 month due to unknown reasons. Patient was in recovery.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
F10: device code 3191 - host tissue/pannus h3: device evaluation: customer report was of unknown reasons and could not be confirmed. X-ray demonstrated wireform intact, moderate calcification on leaflets 1 and 3, and heavy calcification on leaflet 2. Calcification restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Leaflet 3 had a cut out of approximately 11mm x 7 mm and leaflet fragment was not returned. A suture pledget remained attached to the sewing ring near commissure 3 on the inflow aspect. Suture holes were visible around the sewing ring. H10: additional manufacturer narrative: updated sections f10, h3, and h6.